Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp on an interlink solution set was fully closed, but medication was still able to flow. This occurred during an unspecified surgery during infusion of phenylephrine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.